Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that the insulin pump got wet and now it is making a constant tone and saying button error. Customer's blood glucose reading at the time of the call was 76 mg/dl. Customer declined any further troubleshooting for the button error alarm. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had corroded electronic and motor assemblies. The device had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads, and broken belt clip slot.